Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue. The patient claimed that she suffered 3 elevated blood glucose (bg) events because of the alleged issue. In each case, the patient indicated that she did not know how long the pump did not have power. In one event, the patient claimed that the her bg level reached over "600 mg/dl" since a meter read "hi." In that event, the patient reportedly had a symptom of feeling nauseous. In the 2 other events, the patient claimed that her bg level was in the "200s" and "300s". The patient mentioned that when she would touch the battery cap, the pump would turn on. After powering the pump back up, the patient would administer self-treatment for the high bg levels by taking insulin via the pump. The patient denied receiving medical treatment because of the alleged issue. Through troubleshooting, the animas representative involved in this contact was unable to find an issue with the battery compartment or battery cap. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she developed an elevated bg level that meets animas criteria for a serious injury because of the alleged pump issue. It is unknown if the patient was aware of the power issue prior to suffering the reported elevated bg events.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 11/16/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no physical damage was observed to the battery compartment or battery cap; the battery cap tightens securely and properly holds power to the pump. The pump booted to the "verify" screen with auditory and vibratory alarms. There were no alarms related tot he complaint in the alarm history. A review of the total daily delivery showed that the pump delivery correctly reflected the user programmed basal rates. The black box showed intermittent rebooting. A 29 hour flow accuracy test was performed without rebooting and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.